Manufacturer narrative:
According to the information from the field the user suddenly started hearing a clicking sound when moving the head. Additionally, the recipient is experiencing pain when moving the head downwards quickly. However, no further information could be retrieved which would explain the reported symptoms. A root cause for the reported issue cannot be determined. If and when the device is explanted and received by the manufacturer, the investigation will be re-opened. This is a final report.

Event description:
The user suddenly started hearing a clicking sound when moving the head. Hearing performance with the device is good when the head is still. The implant and the lower screw can be palpated and if pressure is applied on the area a sound is produced that the user can hear. The sound can be heard with fast movements also when the audio processor is not in use. When the recipient moves the head downwards quickly pain is experienced, and headache is present when pressure is applied. Re-implantation surgery was planned for (B)(6) 2020 but the patient cancelled the appointment. No new information has been received as of 04.aug.2020.

Manufacturer narrative:
The device investigation revealed no failure or damage of the implant. According to the information from the field the user suddenly started hearing a clicking sound when moving the head. The reported issue was likely caused by a insufficient screw tightening at the implantation surgery in combination with the forces acting on the implant during magnet resonance imaging. Additionally, the recipient is experiencing pain when moving the head downwards quickly due to undetermined reasons. This is a final report.

Event description:
The user suddenly started hearing a clicking sound when moving the head. Hearing performance with the device is good when the head is still. The implant and the lower screw can be palpated and if pressure is applied on the area a sound is produced that the user can hear. The user has been re-implanted

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly started hearing a clicking sound when moving the head. Hearing performance with the device is good when the head is still. The implant and the lower screw can be palpated and if pressure is applied on the area a sound is produced that the user can hear. When the recipient moves the head downwards quickly pain is experienced, and headache is present when pressure is applied.